Event description:
It was reported that the patient presented to an in-clinic follow-up. Upon review, the insertable cardiac monitor (icm) detected false positive episodes of atrial fibrillation. No intervention was performed. There were no patient consequences.